Manufacturer narrative:
Software investigation shows, the computer had a corrupt operating system. Therefore, a root cause could not be established within the software application since there was an underlying os level issue. Reduped the computer and it now boots and runs fusion software properly.

Event description:
Medtronic rep reported that during a demo with the fusion system, the screen froze, the navigation cross hairs were green, the pt tracker and instrument tracker were inside the tracking field of the emitter. All of the instrumentation were showing green on the screen but the image on the screen did not update with the instrument movement. Surgeon took the instrument completely out of the field and then again inside the field - after that everything continued ok. This event occurred only one time, it took a few seconds to come back on and surgeon was not disrupted, the case continued as planned, no impact to the pt outcome reported.